Event description:
It was reported that resistance was experienced when filling the cartridge with insulin, the cartridge was leaking from the septum and that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 154 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.